Event description:
As reported, the patient underwent an initial reverse total shoulder arthroplasty on an unknown date. Subsequently, the humeral component was revised due to unknown reasons. No further information available.

Manufacturer narrative:
H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: (B)(6) 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. (B)(6) 320-06-38 - glenosphere 38mm. (B)(6) 320-10-10 - equinoxe reverse tray adapter plate tray +10. (B)(6) 320-15-01 - eq rev glenoid plate. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm. (B)(6) 320-38-00 - 145-deg pe 38mm hum liner +0. (B)(6) 531-20-00 - shldr gps rvrs drill kit. (B)(6) 531-78-20 - shouldr gps hex pins kit. (B)(6) a10012 - gps implant kit v2.